Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the falling wasn¿t caused from stimulation. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the patient was having weakness in the leg and felt that the stimulation may be too high. The rep reported that the patient called to reschedule because she was under the weather. The rep reported that they agreed to try to reschedule next week when she was feeling less under the weather. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that rep met with the patient the week prior. Turned out that patient had other health issues that she addressed with her doctors and confirmed with the rep that the falling was not due to high stimulation. The issue was resolved. Rep was meeting with the patient again soon to do a minor adjustment. Everything was clear. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, (B)(4) (con, rep): information was received from a patient regarding their neurostimulator (ins) that was implanted for non-malignant pain. Patient requested for an adjustment. Patient stated that the stimulation is too strong on one program and it goes down her left leg since 2018 (maybe a month or less) and she thinks it is causing her to fall. Patient stated that she has been falling since 2018 (for the past couple of weeks) due to the strong stimulation. Exact event dates were not provided. Later, the rep reported that patient was contacted and was on schedule. No further complications were reported/anticipated.